Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Contact reported receiving an altitude alarm while performing load process. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Reportedly, there was a temporary delay in clearing the altitude alarm. Contact was able to clear the alarm.

Manufacturer narrative:
.